Event description:
It was reported that after several successful dilations, this coronary guide wire became stuck inside the ptca catheter with which it was used. Upon attempting to dislodge the guide wire, after removing the system from the pt, by pulling on the proximal end of the guidewire, it started to unravel. There were no rpeorts of complications or injuries related to this event.